Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for pain and brown drainage at the driveline exit site. The patient was febrile on admission. The patient reported the shower bag holding the system controller had inadvertently been dropped while showering. Blood cultures upon admission were negative; however, driveline site cultures were positive for pseudomonas. The infectious disease service was consulted and found that there was significant tracking from the driveline exit site towards the pump itself. They did not believe that the pump or cannulae were involved at this point. The patient is currently being treated with zosyn. There were no pump issues. As of (B)(6) 2016, the patient is still admitted and being treated with antibiotics. A pump exchange is being considered, however, it is not currently planned. No further information was provided.

Manufacturer narrative:
Describe event or problem: additional information. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was taken to the operating room for a driveline revision. Incision and drainage was performed around the driveline exit site. The incision was approximately 6-8 centimeter in length. The area was irrigated with antibiotics and a wound vac to the site. White blood count was normal and parameters normal.